Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the indicator window on a 7f exoseal vascular closure device (vcd) did not change color, and the entire device was removed. 25 minutes of manual compression and a pressure dressing were applied, and the procedure was completed successfully. There were no reported injuries to the patient. A retrograde approach was used during the interventional procedure with one exoseal vascular closure device (vcd). The device was stored and prepared according to the instructions for use (IFU). The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. No visible damage to the device or packaging was observed before use. Suitability of the femoral artery was confirmed via angiography, with vessel diameter verified to be at least 5mm. No calcium, plaque, stent, or stenosis greater than 50% was noted at or near the puncture site, and there was no prior closure or evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The device was inserted into a non-cordis sheath. No difficulty was reported connecting the sheath introducer to the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. After the guidewire cover and handle were aligned, withdrawal of the vcd was initiated. Pulsatile blood flow was observed to significantly decrease prior to further withdrawal of the vcd. The physician did not place their thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. Upon removal, the indicator wire loop was deployed and visible, with no anomalies observed. The device will be returned for evaluation. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 7f non-cordis catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) did not change color, and the entire device was removed. 25 minutes of manual compression and a pressure dressing were applied, and the procedure was completed successfully. There were no reported injuries to the patient. A retrograde approach was used during the interventional procedure with one exoseal vascular closure device (vcd). The device was stored and prepared according to the instructions for use (IFU). The patient¿s body mass index (bmi) was not greater than 40. The physician was certified in the use of the exoseal vcd. No visible damage to the device or packaging was observed before use. Suitability of the femoral artery was confirmed via angiography, with vessel diameter verified to be at least 5mm. No calcium, plaque, stent, or stenosis greater than 50% was noted at or near the puncture site, and there was no prior closure or evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The device was inserted into a non-cordis sheath. No difficulty was reported connecting the sheath introducer to the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. After the guidewire cover and handle were aligned, withdrawal of the vcd was initiated. Pulsatile blood flow was observed to significantly decrease prior to further withdrawal of the vcd. The physician did not place their thumb on the plug deployment button during retraction. No red color appeared in the indicator window during retraction. Upon removal, the indicator wire loop was deployed and visible, with no anomalies observed. The device will be returned for evaluation. The hospital reported this case as an adverse event to the china nmpa.